Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and non-detection. No asystole was observed but the physician suspected an issue with the lead positioning. A revision procedure was performed and this ra lead was repositioned. No additional adverse patient effects were reported.